Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
It was reported the patient had not gotten relief since the pump was implanted. The patient has had pain for 3 years. The patient was in constant pain. The patient was taking oral percocet. It was noted the patient was without the oral percocet now and was in severe pain. It was noted the dose was slowly being increased in the pump. The drug being delivered via the device system was morphine. Outcome information was not provided at the time of this event. Follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Information was later received from a health care professional via a manufacturing representative regarding the patient who was receiving morphine (concentration 10mg/ml, dose 0.99mg/day) via an implantable pump. The indication for use was spinal pain and complex regional pain syndrome type 1. The patient stated she never got any relief from the pump since implant, the managing doctor would titrate up the pump but patient never got relief. On an unknown date, the doctor tried to aspirate the catheter but was unable to. The catheter function was in question. A catheter revision was performed; a partial catheter was explanted, the catheter was cut at the back just proximally to the anchor and there was cerebrospinal fluid flow, the spinal portion was left in place and connected to a new proximal segment. The catheter was then reconnected to the pump and they were able to aspirate cerebrospinal fluid. The manufacturing representative did not know the exact cause of where the catheter was occluded or kinked. There was the expected 4.2ml in the pump when it was refilled in the operating room. The daily dose of morphine was reduced to 0.48mg/day after the revision. The issue was reported to have been resolved. Patient status was alive no injury.